Event description:
Per the audiologist, the pt presented at the clinic with a severe infection, extensive necrosis and granulation tissue extending to within 1 cm of the mastoid verge. The pt had been treated with more than six weeks of oral antibiotics prior to coming into the clinic. The pt's device was explanted in 2008. Reportedly, the pt's wound is "healing well". Reimplant surgery is planned but had not been scheduled at the time of this report, filed 12/18/2008.

Manufacturer narrative:
This is a final report.